Manufacturer narrative:
Following a detailed device analysis stent damage was found. The stent was severely stretched and misaligned. However, there was no evidence of stent fracture. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A review of the shop floor paperwork found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is operational context due to anatomical/procedural factors encountered during the procedure, performance was limited.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent fracture occurred. The lesion being treated was located in the tortuous, calcified left anterior descending (lad) artery. The physician was unable to deliver a non-bsc stent to the lesion. Then the physician predilated with a unknown size and manufactures balloon. The physician attempted to place the 2.75x32 mm taxus liberte drug eluting, but was unable to cross the lesion. While removing the taxus liberte stent, the stent "cut" into two pieces. The physician used a snare to pull out the piece left in the patient. The procedure was completed with another taxus liberte. No patient complications were reported. Patient status reported as "good".